Manufacturer narrative:
Power cord missing ground plug. Failed nut in lift motor.

Event description:
It was reported by service report that the power cord was missing its ground plug and the foot end of the litter was drifting down. No patient involvement or adverse consequences are reported.